Event description:
Rf energy was applied and it was noticed that the cable at the rear of the remote was slightly disconnected. Despite stopping rf on the remote pannel it continued to be applied. Rf could only be stopped by turning it off at the maestro generator itself.

Manufacturer narrative:
The complaint for "unable to stop rf with remote panel" was not confirmed during the investigation. During testing of the maestro controller with the maestro remote and maestro pod involved in the same incident, there was no occurrence of the customer's complaint. Rf output was successfully terminated during all testing performed. Each of the devices involved in the incident passed initial power-on self-test and all steps of its final test that could be performed without removal of the device's cover. Performed combined testing of maestro controller (mfg. Report # 3001236349-2010-00032) with maestro remote (mfg. Report # 3001236349-2010-00029) and maestro pod (mfg. Report # 3001236349-2010-00033) involved in the same incident. Performed rf delivery into a test load to verify that the remote successfully shut down rf output when the remote's rf power control button was switched off. Performed 14 cycles of testing during which rf was successfully terminated by pressing the remote's rf power control button. The same test was repeated while shutting off rf output with the maestro controller rf power control button and foot switch. There was no occurrence of the customer's complaint. Further testing was performed to confirm that a disconnected cable between the maestro remote and maestro controller would cease rf delivery resulting in a "d11 check remote" error message. During rf delivery testing, the db15 connector was intentionally disconnected from the maestro remote, and a "d11 check remote" error message was displayed as expected, leaving the system in a safe state, with no rf output. A d11 (59) error code was displayed in service code history of the maestro controller device. The above testing demonstrated that during rf delivery when the db15 connector cable was removed from the remote or the rf power button on the remote was switched off, the audible tone indicating rf delivery was halted, the rfg display indicated no rf delivery, and that no further rf was delivered to the load. During removal of the db15 connector cable, the controller displayed a "d11-check remote" message, leaving the system in a safe state, with no rf output. Additional environmental stress testing was performed at low and high temperature and high and low line voltages while repeating the above testing during rf delivery, in which there was no occurrence of the customer's complaint. The maestro remote successfully shut down rf output when the remote's rf power control button was switched off and also when the db15 connector was disconnected from the remote. During environmental stress testing at low voltage margin, there was an intermittent power-on self-test failure during power up of the maestro controller. The intermittent failure was determined to be unrelated to the customer's complaint as it occurred only during the device's power up and prior to actual rf delivery. The intermittent failure was isolated to the controller. Following the above environmental stress testing, performed visual inspection of all the devices with the top enclosure removed and completed all steps of the device¿s final test procedure. The devices passed all performance criteria of its final test procedure and nothing was found that could account for the customer's complaint. Subsequent testing of the maestro controller was performed to determine the root cause of the intermittent post failure. Performed 2 hours of auto power on/off self test with no occurrence of a post failure. As an engineering best judgment for the cause of the intermittent post failure, performed manual calibration, then performed 10 additional auto post tests (340 cycles) with no further post failures reported. In the complaint event description, it was indicated that "the cable at the rear of the remote was slightly disconnected." It is possible that the connector screw fasteners were not properly tightened on each end of the remote/rs-232 cable to prevent the cable from becoming inadvertently disconnected. It appears that at some point, the connection was lost between the maestro remote and maestro controller. This would result in a "d11 check remote" message on the display and leave the device in a safe state with no rf output. However, if the error was cleared by resetting the maestro controller without reconnecting the remote, and subsequently rf delivery was initiated with the maestro controller, then the user would not be able to terminate rf with the remote if it was not reconnected to the maestro controller. A review of the service code history log for the maestro controller did indicate that a "d11 check remote" message was reported when the device was in the customer's possession.

Event description:
Rf energy was applied and it was noticed that the cable at the rear of the remote was slightly disconnected. Despite stopping rf on the remote slightly it continued to be applied. Rf could only be stopped by turning it off at the maestro generator itself.

Manufacturer narrative:
Summary of the investigation results for the 3 reported devices (maestro controller, pod and remote control unit) will be submitted once completed. Device in transit to em manufacturer.